Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. It was reported that the continuous glucose monitor (cgm) alerted the patient and was reading high. A blood glucose (bg) test was done and the patient's glucose value was around 850mg/dl. The patient's mother stated that the patient started feeling sick and went into diabetic ketoacidosis. The patient's mother rushed the patient to the hospital and during the hospital stay, the patient was treated with normal saline, potassium and insulin through intravenous (IV) therapy and was released from the hospital on (B)(6) 2017. At the time of contact, the patient was in better health. No additional patient or event information is available. Although there was no device malfunction reported, the patient's mother did allege that the system contributed to the event. Data investigation was conducted to review events occurring within the investigation window. The root cause could not be determined post investigation as no malfunction was directly alleged.